Manufacturer narrative:
A device history review was conducted and revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm 30176 (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The patient stated that they would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.